Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was in pain while wearing the lifevest. There was no indication of any skin irritation. The patient was prescribed lidocaine lotion for the pain.